Event description:
It was reported that the ilet user experienced two overnight low blood glucose episodes and treated the first with approximately four glucose tablets and the second with glucose tablets plus juice, resulting in a roller-coaster glucose pattern consistent with overtreatment. Guidance was provided to treat with 15 grams of fast-acting carbohydrate and recheck via fingerstick after 15 minutes. Symptoms included hypoglycemia followed by hyperglycemia, ranging from 43 mg/dl to 263 mg/dl. Outcomes included no noted clinical signs, symptoms, conditions, or lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified and characterized as an improper or incorrect procedure or method; the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.